Event description:
It was reported to philips that the flex vision pc was not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary procedure was performed when the issue happened. The procedure was completed by rescheduled for another day. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse found that malfunctioning on flex vision pc. Upon troubleshooting, fse found the hardware issue with the flex vision and the video grabbers. To resolve the issue, fse was replaced the flex vision pc by implementing correction and return the part for further analysis, but no failure confirmed. After implanting correction and replacing the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.